Event description:
It was reported that the patient presented with symptoms of dyspnea, weakness, and fatigue. Both right atrial (ra) and right ventricular (rv) leads have undefined impedance with no pacing or sensing. It was determined that the implantable pulse generator (ipg) experienced spontaneous loss of atrial and ventricular output. The device was explanted and replaced, but the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further te sting revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant products: 5554 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).